Manufacturer narrative:
(B)(4). Evaluation summary: one filled unit was received containing no fluid in the bladder. Visual inspection of the complaint unit shows no signs of blockage in the tubing or the bladder that could have caused the reported flow problem. The bladder was subsequently refilled with water for a functional test. After fill, fluid was visually observed coming out at the distal luer. Flow continued without stopping. The reported problem was not confirmed. Additional information: the lot number 12b082, was manufactured february 28, 2012 - february 29, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flow stopped after a period of time of patient use in a low volume infusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.